Event description:
It was reported that a faradrive sheath aspirated air. A sheath valve was not working and letting air in. The device was replaced and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.